Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier. ¿ is it possible that the foreign material fell into packaging upon opening of device? No. ¿ was the product seal on the foil still intact when the package was opened? Yes. ¿ will the device be returned for evaluation? If yes please return all relevant packaging material. Yes. ¿ was the procedure completed without any adverse effect to the patient? Not reported. The following information was requested, but unavailable: ¿ what is the lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an absorbable hemostat was used. Pre-op, it was found that there was hair foreign object inside the product when preparing for surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H 6. Investigation findings: c22 ¿ photo analysis. Investigation summary: according to the information received, it was reported foreign matter inside sterile barrier. The product was returned to ethicon for evaluation. One open sample was received for analysis. Product code 1963. Upon initial inspection of the sample foreign matter (apparently a hair) was observed between the surgicel fibrillar. Additionally, a photo was provided, and with the same condition as the received sample. Based on the information currently available, the foreign matter was identified during the investigation of the samples received. This product issue will be addressed through ethicon quality system. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.